Manufacturer narrative:
The events of seroma - late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late; capsular contracture, baker grade iii.

Event description:
Physician reported "grade 3 contracture;" ultrasound noted "fluid localization... At the implant medial." Affected side is right. The device remains implanted.